Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately indicate that the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the touch panel error could not be determined. It is possible that the touch panel error was caused by the adhesion of liquid or foreign material to the surface. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that he was experiencing an e333 touch panel error on his olympus visera elite ii video system center. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The customer¿s olympus representative (rep) called olympus technical assistance center (tac) personnel to report the event. During the call, tac noted that the e333 error code was related to an issue with the touch panel. Tac then recommended several trouble-shooting options to resolve the error code. Tac went on to note that if those proved unsuccessful, tac told the rep that the unit would need to be returned for repair. However, following the cleaning and power cycling, the error code went away. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Additional information was received confirming that this event occurred during preparation for a diagnostic endoscopy procedure. This was the only failure noted, and it did not prolong the procedure. Reportedly, the staff was able tot restart the processor and completed the intended procedure prior to the patient ever entering the room.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.